Event description:
During review of incoming repairs the device was noted to be missing a piece of its inner tip. Call was placed to facility to confirm if device broke during use. Rn stated that during an ankle repair procedure the surgeon placed the device in the ankle, went to take a bite and it would not open. Device was given to the rn and she got it to open and close, gave it back to the surgeon and it still wouldn't work for him. A back-up device was available for use. No significant delay took place. No patient injury or complications resulted. Rn could not confirm whether the devie was missing the piece prior to use or not.